Event description:
It is reported that the liner was difficult to insert.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. X-rays were not provided. Surgical notes were not provided; it is unk whether the correct surgical technique was used and the components were implanted with the correct fit and orientation. However; a definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.